Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received button error alarm and unexpected restart alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor, had intermittent button response due to corroded keypad traces and with corroded battery tube. No button error alarms noted. The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. No unexpected a21 alarms noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on lcd window.